Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received two appropriate treatments which resulted in post shock asystole and an inappropriate treatment. The device was started up at 08:39:02 on (B)(6) 2022. At 20:16:18 on (B)(6) 2022, an arrhythmia was detected. ECG shows sinus rhythm @ 90 bpm. The rhythm then degrades to vt @ 170 bpm. At 20:17:25, the patient received the first appropriate treatment. The rhythm at the time of treatment was vt @ 210 bpm. The post shock rhythm was sinus bradycardia @ 50 bpm degrading to asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 20:27:32, an arrhythmia was detected. ECG shows vf with motion artifact and varying heart rate. Motion artifact and varying heart rate prevented the lifevest from treating the patient at 20:28:18, an arrhythmia was detected. ECG shows vf with motion artifact degrading to asystole. At 20:28:49, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole. The post shock rhythm was vf with motion artifact. At 20:29:11, the patient received the second appropriate treatment. The rhythm at the time of treatment was vf with motion artifact. The post shock rhythm was asystole with nsvt. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 20:29:42 on (B)(6) 2022.